Manufacturer narrative:
Product analysis: the valve was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with a minimum annular measurement of 24.5 millimeter (mm), maximum of 33 mm and mean of 29 mm, the valve was deployed and moderate paravalvular leak (pvl) was reported. A 28 mm balloon aortic valvuloplasty (bav) was used to post-dilate the valve. It was reported severe calcium was present. The non-compliant balloon dislodged calcium through the aortic root causing a small leak. The leak worsened into an effusion and then into an annular rupture. The patient was placed on bypass and the chest was opened. The aortic root was repaired with a pericardial patch. The valve was explanted and replaced with a non-medtronic surgical valve. It was reported that the balloon was inflated twice, for 5-6 seconds using a syringe. No additional adverse patient effects were reported.